Event description:
It was reported that during a knee collateral ligaments repair procedure when the twin-fix was implanted, the anchor broke. Broken pieces were removed from the patient. The procedure was completed with a backup device with no significant delay or patient injury reported.